Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed by the distributor. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed functional testing. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had a damaged cable.